Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient encountered a 1707/coupling issues error. Their last successful charging session brought the battery up to 30%, but was not able to go beyond that. They stated, "it connects for a second then loses it" with or without the belt. The device turned off "a few days ago," as the battery depleted due to an inability to have a successful recharging session. They stated the recharger light turned red and had an error message on the screen, but they did not recall what the message read. They reported a return of symptoms that started "when device turned off ," and stated, "going to the bathroom every five minutes." They informed the manufacturer representative of the issue yesterday, and were redirected to the manufacturer help line. The patient stated they, "cannot feel device the same," and that it felt "deeper." They stated, "kind of fat and have a lot of skin over implant," and they may have gained weight and, "that might be why it is having a hard time finding it." They denied any falls or trauma to the implant site. The following troubleshooting steps were performed: dismissed code, repositioned the recharger, located the ins by looking for incision and/or palpating the ins, confirmed communicator was off while using the recharger, reset the recharger, reset the handset, applied comfortable pressure to the recharger, or considered tightening the recharging belt. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue and check the ins position. They reported they had a healthcare provider appointment on (B)(6) 2021.

Manufacturer narrative:
Date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they had replaced the patients charger with a new one from their trunk stock due to the charger not functioning as intended.

Event description:
Additional information was received from a consumer via a manufacturer representative. It was reported that the recharger has issues connecting to ipg and even when it us excellent connection it take 45 minutes to charge from 20% to 30%. The mdt rep connected a new recharger to her ipg and connected easily without losing connection, and charged device extremely fast, going up 10% increments every 4 minutes. . The new charger was superior in performance compared to the one she received day of implant. The reported issue was resolved. No further complications were reported/anticipated at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.